Event description:
I used the diva cup menstrual cup during menstruation. I used it successfully approx three times. The final time I used it, the cup traveled very far down the vaginal canal and attached itself to my cervix. I had reached the maximum amount of time recommended for use (12 hours) and attempted for over two hours to remove the cup. Due to it's high position, there was no way I could even grasp the small stem at all. I tried relaxing, trying multiple positions for removal, and at my most desperate point, inserted tweezers and a long spoon to assist with removal. Nothing was able to assist with the release of suction for my cervix. I had my poor husband try to remove it with the tweezers. The episode was incredibly painful and senseless. There had to be some reason that several people, who have written online reviews, have had a similar experience. Whether it's my tilted cervix and uterus or some other type of physical anomaly that led to this, there should be a warning to protect people of this hazard. The companies who produce these products need to find the common characteristic of why this happens to certain women but not others. In the end, I had to go to the emergency room for removal. The cup was so deep in my body, the doctors could not initially see it. The removal, with forceps, was not a pleasant experience at all. At no point prior to using the diva cup did I read any reviews about women having problems such as this. Surprisingly, after my experience, I was alarmed at the number of online reviews from women describing the same type of horrific problem. Bottom line - I did not purchase this relatively costly product to be put through this torture physically and emotionally. There is no advanced warning that this could happen. Use of a product that is meant to make your life easier should not lead to an emergency room visit. It is completely unacceptable and irresponsible for the company to provide such a product without adequate warning and add'l methods of retrieval in these circumstances. The company also should offer refunds when the product fails for a woman, due to the delicate nature of the product and expense of emergency room visits. Emergency room visit on (B)(6) 2015.